Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: keypad overlay peeling, missing display window/cover, stained keypad overlay, pillowing keypad overlay, cracked retainer, and partially faded/peeling end cap address label. Cosmetic damage was confirmed at keypad overlay. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.